Manufacturer narrative:
Date received by the manufacturer: 30-apr-2015. Additional information was received that the patient's ipg was replaced due to physician's preference.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having a hard time charging the ipg. Ipg database analysis revealed no anomalies. The patient underwent an ipg replacement. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having a hard time charging the ipg. Ipg database analysis revealed no anomalies. The patient underwent an ipg replacement. The patient was doing well postoperatively.